Event description:
The customer reported an episode of a pt experiencing severe hypotension during his treatment. The event occurred after they had changed a bicart in treatment and the machine did not conduct the correct conductivity profile. At 12:30 p.m. The machine alarmed appropriately to notify the staff to change an empty bicart. Following changing the bicart, the staff noted that the conductivity on the machine appeared to be low for the profile programmed. The conductivity at that time was 13.8 ms. At 2:15 p.m. The pt started to have hypotension with his blood pressure decreasing to 104/65 mmhg. The staff decreased the pt's ultrafiltration rate from 1.0 kg/hr to 0.8 kg/hr and administered normal saline for volume replacement. Again the staff noted that the conductivity was only 13.5 ms, which did not seem appropriate for the profile programmed. The staff checked the profile settings and noted that the curve was set for 20% not the 50% prescribed. The staff then altered the conductivity profile settings to reflect the 50% curve. The staff felt that the pt's hypotensive episodes were due to the insufficient sodium delivered from the inaccurate conductivity profile.